Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a meniscal root repair procedure the ar-12990 knee scorpion was in place at the medial root and loaded with 0-fiberlink. When the trigger was squeezed, the top portion of the jaw snapped off in the joint. All broken fragments were fully retrieved. Full fragment retrieval was confirmed via x-ray. A quickpass lasso was used to complete suture passage and the case was completed without further issue.